Manufacturer narrative:
The following insulin pump damage was noted: minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, missing retainer, missing reservoir tube o-ring and missing serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a crack on the reservoir ring. The insulin pump was returned for analysis.